Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that an infusion set was placed in the left anterior chest wall of the terminally ill pt with a pancreatic cancer to administered diamorphine and nozinan. The pt experienced pleuritic chest pain. Also it was stated that the infusion set was used for over twenty four hours. The pt was sent to the hosp for an x-ray later in the afternoon and had a chest drain inserted on confirmation of pneumothorax. It was also reported that the drain fell out, was not resited. The customer died the next morning.